Event description:
A non-healthcare professional reported that no irrigation coming through irrigating handle before vitrectomy surgery. The surgery completion details were unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional event (rfid) inability of the unity to recognize the connector when it was plugged in and no irrigation coming through irrigating handle occurred during vitrectomy surgery. The procedure was completed on same day, but it was unknown how the procedure was completed.

Manufacturer narrative:
Additional information provided in b5, and h6. Corrected information provided in b5. The manufacturer internal reference number is: (B)(4).